Event description:
It was reported was positioned at site; however, the threshold was high. Consequently, the physician attempted to unscrew the lead to change the placement. However, this was impossible; therefore, the lead was removed. Also noted after extraction, it was impossible to retract the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. While turning the is-1 pin, torque transferred to the helix without out difficulty. The helix is stretched out of specification and bent not allowing it to retract coded damage at implant. Primary analysis findings revealed no anomalies found.